Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that during the use of the cassette, a "no message" alarm went off (a cassette disengagement alarm occurred). There was no patient injury reported.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and four pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or other defects. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicate, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).